Manufacturer narrative:
B3- date of event is estimated. A4: patient weight is unknown. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported patient pc displayed the message "generator has reached end of service". Patient seemed to have loss of therapy. As such, surgical intervention may be planned to address the issue at a later date.

Event description:
Additional information received indicated that patient underwent surgical intervention where the ipg was explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.